Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a myomectomy procedure, the blade broke off under direct visualization during removal of fibroids. Blade was extracted from patient. Case completed with another device of the same product code.